Event description:
The customer stated, fluoro images have poor detail. Examine saved fluoro images of lateral back and notice system kv and ma are at maximum (in normal fluoro). Workstation power cable insulation is torn.

Manufacturer narrative:
The service rep check system tracking and ccd camera focus. He also repaired workstation power cable insulation. System operating as intended.